Manufacturer narrative:
The customer's report of separation at the engagement between the tubing and the texium valve was confirmed. Visual inspection showed the distal male luer lock component was not attached to the pvc tubing end. The majority of the area did not have any presence of solvent; however there were some solvent remnants that indicated the tubing had been inserted to the proper depth. The tubing¿s outer diameter was measured and was within specification. Functional testing was not performed due to the damage. The root cause of the separation was insufficient solvent having been applied at the tubing engagement.

Manufacturer narrative:
Concomitant medical products: 250ml hospira bga ndc 0409-7983-02, lot 68-032-jt, exp 1 aug 2018, 0.9% nac injection; 250ml hospira bag ndc 0409-7983-02 ,lot 68-021-jt, exp 1 aug 2018, 0.9% nacl injection, therapy date (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during an unspecified chemotherapy infusion, the tubing separated from the texium valve at the component engagement on the primary set. There was no report of patient harm.